Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume 5 to volume 1,hardware low level failures was present in the pump trace download and hardware low level failures alarmed during self test due to broken trace at on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was hardware low level failure. Customer's blood glucose was 85 mg/dl. Customer was able to successfully clear the alarm and received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer was performed self test and the test did not pass. Customer troubleshoot was performed. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. Insulin pump will be returned for analysis.